Event description:
Patient underwent a thoracic aorta replacement procedure in 2006. During surgery, physician found the graft diameter larger than the diameter labeled on the box. Graft was not implanted and the surgical procedure was successfully completed using another intervascular graft. Patient was reported to be in good condition.

Manufacturer narrative:
The complaint device was returned to the manufacturer. However, as it was blood-contaminated, it was not possible to re-measure the internal diameter. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures and therefore was correctly labeled. A graft from the same batch number than the complaint device, thus manufactured under the same conditions, underwent the measurement of internal diameter. Measurement result indicated that the diameter was within product specifications confirming thus that the tested graft was correctly labeled. No conclusion can be drawn. However, it appears highly likely that the complaint device was correctly labeled, as was the graft from the same batch number.